Event description:
(B)(4). Back pain, hip pain, hair loss, weight gain and unable to lose weight, needed full right hip replacement due to arthritis caused by essure. Will need left hip replacement in 1-2 years due to essure, mood swings, bad period, bad cramps, endometriosis, rash.